Event description:
Bilateral kyphoplasty balloons were placed. Each balloon was inflated with 3 cc. At a pressure of 457 mmhg the right balloon ruptured. The right balloon was removed. The left balloon remained inflated.